Event description:
Initial reporter informed (B)(4) rep that a second similar incident had occurred with the pt. Originally, (B)(4) rep believed that this notification was about the incident that had been already reported on 3007420694-2012-00002. Incident description: on (B)(6) 2012, pt was placed in the sara plus using the large green loop sling that was supplied on (B)(6) 2012. The pt was unable to stand on the sara plus. Pt slid through the sling with assistance to the floor. No injury sustained. It is my determination that this pt was no longer a candidate for using the sara plus due to fatigue and weakened physical state. Pt's status and need for a more total care device such as the maximove discussed with staff. Sara plus not used any more on this pt. Pt was discharged without further incident. This pt was in the hospital last week for outpatient visit. Sara plus was used without incident. (B)(6) rn. Serial number of sara plus (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR medibo (B)(4). Trend review: and MDR review was performed for this and similar, relevant products. This review shows that there have been previous mdrs submitted where a pt is indicated to have slipped out of a sling during transfer with a sara plus. Up to today, only few mdrs are known with a similar description. We do not consider this to be a significant trend as it represents a fairly low amount of events, especially when compared to the number of sara plus devices sold and the amount of transfers performed on a daily basis throughout the world. Mfg dates nor any other indicator shows a likelihood of the events being related to the mfg issues. There is no significant trend observed for this particular issue for reportable complaints of sara plus. Root cause analysis: there was some confusion due to unclear communication from the customer, but it now appears that they had not one but two events where a person "slipped out" of a sara plus device. Previous one was already reported. It is reported that the following event occurred [with a (B)(6), female, pt, of (B)(6)] on (B)(6) 2012, pt was placed in the sara plus using the large green loop sling that was supplied on (B)(6) 2012. The pt was unable to stand on the sara plus. Pt slid through the sling with assistance to the floor. No injury sustained. It is my determination that this pt was no longer a candidate for using the sara plus due to fatigue and weakened physical state. Pt's status and need for a more total care device such as the maximove discussed with staff. Sara plus not used any more on this pt. Pt was discharged without further incident." No further info was received on the lift device and sling used. No deficiencies were noted on the products. No further review for malfunctions was performed. Based upon the course of events reported, the root cause of the event is lack of full clinical assessment prior to device use. According to instruction for use the active sara plus lift can be used for: category c, when: 'pts which are able to partially bear weight on at least one leg.' With active sling or category d: 'a resident/pt such as category d, can safely be raised and transferred.' The unique support of the eps (extra postural support)/bos sling makes it feasible. There is a warning in the IFU that each pt is to be evaluated before each use. This event it appears a correct size sling was used but the pt was not correctly evaluated for use with the sara plus. Also it should be noted that when a chest strap is applied correctly, and all other steps in the transfer procedure as described in the IFU are followed (including using a correctly sized sling), the pt is not likely to make a full drip (potentially leading to serious injury or death) but rather will collapse still in part suspended by the sling. From the description it appears this is what happened here. Therefore, the root cause is found to be the caregiver not following the IFU. It is recommended that the facility advise that all related staff will re-read or be re-trained the instruction for use, not only to know the functionalities of the lift device but to have correct knowledge of all safety and transfer procedures. Conclusion: we have been able to theoretically duplicate the failure mode of this event. There is no significant complaint trend. We have not been able to find any contributing mfg anomalies. We find this complaint to be reportable to the competent authorities in the abundance of caution. We have found the lift was being used for pt handling at the time of the event. The sara plus lift or sling was not the root cause of the event. We have found that lift met its specification at the time of the event. It is concluded that the reported complaint was a result of not performing a full clinical assessment of the resident's condition.